Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found peeling of ultrasonic probe surface. Other findings includes that the acoustic lens is peeled; that the forceps elevator has foreign material; that due to a pinhole on channel tube, water tightness is lost; that due to wear of angle wire, bending angle in up direction does not meet the standard value; that due to wear of angle wire, the play of upward/downward knob is out of the standard value; that adhesive on bending section cover is detached; that adhesive on bending section cover has a chip; that the ultrasonic transducer has corrosion; that the connecting tube has a scratch; that due to damage on ultrasonic probe, displayed ultrasound image is defective with missing elements; that the acoustic lens has a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there is a scratch on the surface of the ultrasonic probe of the ultrasound gastrovideoscope. The device was returned for evaluation. During the device evaluation, the peeling of ultrasonic probe surface was noted and foreign object was found near the forceps stand (wire). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know what the foreign material was. There was no delay in the start of precleaning. The customer raised and lowered the forceps elevator three times by turning the elevator control lever during immersion and the aspiration. The customer brushed the forceps elevator and flushed the elevator with detergent solution. There were no concerns with reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The water tightness failure due to a pinhole in the forceps channel has been observed. Based on the results of the investigation, the cause of the foreign object remaining in the device could not be identified. Olympus will continue to monitor field performance for this device.